Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 46 mg/dl. The customer treated the low blood glucose readings with cereal. The customer was advised to wait until the blood glucose is stable to calibrate. The customer was advised to monitor the blood glucose readings and call back if assistance is needed.